Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised left rear frame near anti tipper receiver is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the left side frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the tubing/weld was broken at the bottom rear of the frame. The part of the tubing that was broken off was not returned. An expanded evaluation was performed. The expanded evaluation report confirmed that the lower frame tubing was fractured near where the lower frame tube and upright rear tube are welded, and a section of the lower frame tubing was missing. There was also corrosion present on the lower frame and upright rear tubes at the site of the fracture.

Event description:
Dealer advised left rear frame near anti tipper receiver is broken.